Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that historically this system had been exhibiting low amplitudes, noise and oversensing on the right ventricular (rv) channel. Additionally, a red alert had been generated due to a shocking impedance measurement greater than 125 ohms. A review of the stored data noted a gradual increase of the measurements over the past year. An x-ray was performed and the distal coil on the rv lead was observed to be located near the valve causing the reported clinical observations. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended further evaluation to review potential programming options. No adverse patient effects were reported.